Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with two plus diffuse lamellar keratitis of the right eye one day following lasik treatment. The topical steroids were increased and an oral steroid pack was prescribed. A flap irrigation was performed on the right eye two days following symptom onset. Additional information received; the symptoms resolved eleven days following onset. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.